Manufacturer narrative:
The three burs subject to this investigation were returned to the manufacturer for evaluation, it was visually confirmed the heads of the three burs were broken from the shank. The returned burs were measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a dental procedure, the tip of three burs broke. It was also reported that the broken pieces were removed from the surgical site using a tweezer; resulting in a surgical delay of five minutes. It was further reported the surgeon has no concerns about any pieces being left behind in the patient and the procedure was completed successfully.